Event description:
The customer stated his blood glucose readings were high and he received a control test result of 210mg/dl. While troubleshooting, the customer performed 2 more control tests and received results of 184 and 214 mg/dl. The normal control range is 95-131 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.